Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was normal. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high capture threshold was observed. Insulation anomaly was noted. Lead was capped and replaced. Patient was fine after the surgical procedure.